Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected approximately 3 years ago to the right hand with unspecified juvéderm¿ voluma¿. Approximately thirteen months ago patient was injected to the peri-oral ritides with 1ml of juvéderm® hydrate¿. About a month later patient was injected again to the peri-oral ritides with juvéderm® hydrate¿. Three months later patient developed mentonian pustular nodule that did not improve with antibiotic therapy and evolved with formation of multiple fistulous abscesses on the face. A biopsy was performed showing "chronic inflammatory process suppurative to hyaluronic acid" and "allergy to hyaluronic acid." Additional cultures and investigations by infectious agents were negative. It was revealed patient had a dental treatment a few days before injection. Patient returned for review ¿due to the extension in the process, which extended through the middle and lower third of the face.¿ patient was treated at the surgical center which consisted of washing of the affected areas with cannula and a high dose of hyaluronidase. The nodules were also injected. Within a week the patient developed a nodule in the right hand where unspecified juvéderm¿ voluma¿ was injected almost 3 years ago. Patient was treated with prednisolone and klaricid with progressive reduction of symptoms. Thereafter no new nodules have appeared but the remaining nodules are continuing treatment.